Event description:
A malfunction was reported on a customer's pump, identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the defective pump. Although the customer's pump was not in warranty, they acknowledged receiving the notice for the required corrections and will be using a replacement pump with updated software. The customer was advised on using a backup therapy to maintain insulin delivery and provided instructions on using the new pump. They agreed to return the faulty pump via ups within 10 days.